Event description:
It was reported that a patient underwent an atrial tachycardia ablation with a pentaray nav high-density mapping eco catheter and the patient experienced foreign body from spline damage. It was reported that during the operation, while withdrawing the device out, the splines of the catheter were found damaged, and a portion was detached. A second device was used to complete the operation. When asked if any components were left inside the patient¿s body the response was "consider leaving a pair of electrodes in the patient's body". There was no difficulties during insertion or removal of the catheter.

Manufacturer narrative:
A picture was received for evaluation following biosense webster's procedures. According to pictures provided by the customer, the spline was observed detached. A manufacturing record evaluation was performed, and no non-conformances related to the reported complaint condition were identified. The customer complaint was confirmed based on the picture received. The device has already been returned and more information will be provided once physical unit analysis is complete. As part of biosense webster¿s quality process, all devices are manufactured, inspected, and released to approved specifications. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's ref. No: (B)(4).

Manufacturer narrative:
On (B)(6) 2024, the product investigation was completed. On 10-jul-2024, bwi received additional information regarding the event. The tip was confirmed to be inside the patient. No surgery was required to remove the tip. The patient fully recovered and did not require extended hospitalization. It was reported that a patient underwent an atrial tachycardia ablation with a pentaray nav high-density mapping eco catheter and the patient experienced foreign body from spline damage. It was reported that during the operation, while withdrawing the device out, the splines of the catheter were found damaged, and a portion was detached. A second device was used to complete the operation. When asked if any components were left inside the patient¿s body the response was "consider leaving a pair of electrodes in the patient's body". There was no difficulties during insertion or removal of the catheter. Device evaluation details: the device was returned to biosense webster (bwi) for evaluation. Visual inspection of the returned device were performed following bwi procedures. Visual inspection was performed, and a part of one of the splines was observed detached from the tip leaving internal components exposed. A microscopic inspection was performed and stress mark and elongation marks were observed on the spline. A manufacturing record evaluation was performed for the finished device number lot 31268320l and no internal action related to the complaint was found during the review. The tip issue reported by the customer was confirmed. The potential cause of the damage could be related to the manipulation of the device during the procedure, however, this cannot be conclusively determined. The root cause of the adverse event remains unknown. The instructions for use contain (IFU) the following warning and precaution: do not introduce the catheter into a guiding sheath with the catheter¿s distal spines folded backward toward the handle. Collapse the spines together using the insertion tube prior to insertion. Do not use excessive force to advance or withdraw the catheter through the guiding sheath when resistance is encountered. Prior to removing or repositioning the catheter, use direct imaging guidance such as fluoroscopy to confirm that the spine assembly is not entangled with another catheter or with an anatomical structure. As part of biosense webster's quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).